Manufacturer narrative:
Device received with critical pump error (open book) due to moisture damage on the electronic assembly. Unable to verify no motor movement or negligible movement. Retries to free a stuck motor failed alarm, motor current error detected alarm and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). No alarms noted in the device history or long trace are generated the result of critical pump error (open book).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had received a motor current error detected alarm and a critical pump error alarm on the insulin pump. The alarm had occurred when the customer came out of a swimming pool. The customer¿s blood glucose level was 161 mg/dl. Troubleshooting was performed. The device was not bumped or dropped. They had performed a self-test and the alarm recurred. The device will be replaced and returned for analysis.